Event description:
"Precedex infusion ordered & infusing. When clamping the IV tubing/line (primary tubing), the pump would not alarm for downstream occlusion. Tubing used: baxter continu-flo solution set. Photo not taken. Tubing was not changed. Pump asset tag: (B)(4)".